Event description:
It was reported that patient presented for a generator change procedure. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was oversensed by the device. It was noted that programming changes were made by the clinic in 2018 to address the noise. The lead was capped and replaced on (B)(6) 2022. Patient was in stable condition.